Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the locator abutment fractured inside the implant and will be removed.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier ((B)(4)) for evaluation. The supplier reported that the locator abutment fractured. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined.

Event description:
No further event information available at the time of this report.